Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient's rv lead had dislodged. The physician had attempted to reposition the lead but the screw would not extend. The rv lead was explanted and replaced. The patient was stable and procedure was completed successfully without adverse consequence to the patient.